Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that vegetation on the right atrial (ra) lead was observed. The physician did not allege the infection was related to device system or procedure. The lead was explanted. The patient was stable.